Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
On 6/22/2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported patient had and incision and drainage of a post-operative hematoma that was positive for infection with staph aureus, swelling, difficulty walking, difficulty breathing on exertion and orthopnea. All components were removed on (B)(6) 2011, with antibiotic spacers implanted. The complaint was updated on: jul 1, 2016.

Manufacturer narrative:
On 6/22/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported patient had and incision and drainage of a post-operative hematoma that was positive for infection with staph aureus, swelling, difficulty walking, difficulty breathing on exertion and orthopnea. All components were removed on (B)(6) 2011, with antibiotic spacers implanted. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.